Manufacturer narrative:
As reported, the shuttle tube of 6f/7f mynxgrip vascular closure device (vcd) was found physically adhered to the advancer tube; therefore, the device was unable to function normally. There was no reported patient injury. The device was stored in the designated place in the cabinet, for almost one month. The device was stored, handled and prepped according to instructions for use (IFU). There was no reported difficulty removing the product from the packaging. Hemostasis was achieved by manual compression for thirty minutes. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no significant resistance when shuttling down. There was no unusual force applied while retracting the sheath. The advancer tube was engaged and visible. The target lesion was the superficial femoral artery (sfa). The lesion was not calcified. There was no tortuosity/angulation. The arteriotomy was 0% stenosed. The target lesion was 40-50% stenosed. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedure sheath and syringe were not returned with the device. Per functional analysis, significant resistance was felt when the shuttle down procedure was simulated. It was revealed that the sealant grip tip was exposed to moisture and adhered to the device components which caused the resistance felt. The sealant was submerged in water and loosen from the device components. After the sealant being replaced, the shuttle cartridge was advanced without any issue. The advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Per microscopic analysis, the grip tip of the sealant adhered to the device components as received. A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was confirmed during analysis of the returned device. The sealant of the returned device was exposed to moisture and adhered to the device components. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shuttle tube of 6f/7f mynxgrip vascular closure device (vcd) was found physically adhered to the advancer tube; therefore, the device was unable to function normally. There was no reported patient injury. The device was stored in the designated place in the cabinet, for almost one month. The device was stored, handled and prepped according to instructions for use (IFU). There was no reported difficulty removing the product from the packaging. Hemostasis was achieved by manual compression for thirty minutes. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no significant resistance when shuttling down. There was no unusual force applied while retracting the sheath. The advancer tube was engaged and visible. The target lesion was the superficial femoral artery (sfa). The lesion was not calcified. There was no tortuosity/angulation. The arteriotomy was 0% stenosed. The target lesion was 40-50% stenosed. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The device will be returned for evaluation.